Event description:
Caller reported blood glucose results of 314 mg/dl, 126 mg/dl, 133 mg/dl, 126 mg/dl, 136 mg/dl, 137 mg/dl, 156 mg/dl, and 135 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.